Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12125: it was reported the pt is experiencing unintended vaginal stimulation, which has been occurring since her permanent implant in (B)(6) 2006. X-rays showed the leads to be at t11-t12 and t-12-l1. It is reported the physician does not have x-rays from the original implant date for comparison. The sjm cs reprogrammed and the pt reported the stimulation is better, but not completely resolved. The sjm cs reportedly will follow-up with the pt on (B)(6) 2012 for further stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.